Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's remote monitor was unable to establish telemetry with the implantable cardioverter defibrillator (ICD). Troubleshooting steps were taken to no avail. The patient was referred to the clinic. Follow up with the physician's office indicated that the patient has not contacted the clinic. The device remains in use. The remote monitor remains with the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.